Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel bms stented catheter. The balloon was loosely folded. The stent was is on the balloon. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The distal end of the stent is stretched/damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 26feb2020. It was reported that unable to cross lesion occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified internal carotid artery. A 24 x 4.50 rebel stent balloon was advanced for dilation but failed to cross lesion. No further patient complications reported. However, returned device analysis revealed stent damage.